Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 16-sep-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 321, 328, 442, 518 and 477 mg/dl. The customer¿s expected am fasting blood glucose test result is 123 mg/dl; expected non-fasting blood glucose test result is under 150 mg/dl. The customer felt well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 219 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/16/2022 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history: result 1 : 321mg/dl; date: (B)(6) 2020; time: 2:23am; fasting. Result 2 : 328mg/dl; date: (B)(6) 2020; time: 2:23am; fasting. Result 3 : 442mg/dl; date: (B)(6) 2020; time: 8:57am; fasting. Result 4 : 518mg/dl; date: (B)(6) 2020; time: 8:55am; fasting. Result 5 : 477mg/dl; date: (B)(6) 2020; time: 8:54am; fasting.

Manufacturer narrative:
Sections with additional information as of 29-oct-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.